Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: this is a complaint about foreign matter inside the blood collection tube.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 3116893. D.4. Medical device expiration date: 30-apr-2024. H.4. Device manufacture date: 26-apr-2023. D.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 11-dec-2023. H.6. Investigation summary: bd received five (5) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was not observed; however, additive rundown was seen within the tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm with the incident lot was not observed; however, additive abnormality (rundown) was seen in one (1) out of five (5) samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality (rundown) based on the provided photos and returned samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: this is a complaint about foreign matter inside the blood collection tube.